Manufacturer narrative:
Qn#(B)(4). Device evaluation: the report that the sheath tip peeled back during insertion was confirmed. Returned was a peel-away sheath. This particular sheath is used over a needle. The needle was not returned. With the unaided eye, the sheath tip appeared to have slight damage. Under microscopic examination, the sheath tip was slightly flared and there was a small split on either side of the tip. The overall length of the sheath measured 3.031", which is consistent with per the sheath graphic. The sheath tip inside diameter (ID) could not be accurately measured due to the tip damage. The customer did not report whether or not a skin nick was made prior to insertion. A device history record review was performed and did not reveal any manufacturing related issues. Based on the condition of the sheath and the information reported, operational context caused or contributed to this event. No further action will be taken.

Manufacturer narrative:
(B)(4).

Event description:
It was reported that in the ICU, the user met with an unsuccessful puncture of the patient's right upper limb. The sheath was then removed, and at that time was found that the end had "opened". As a result, a new kit was opened and used without issue. There was no reported delay, death, or complications to the patient as a result of this occurrence.